Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation, the trunk cable connector j702 on the distribution node pca board was physically damaged. The root cause of the damaged connector could not be positively identified, but the damage likely resulted from excessive force on the trunk cable. No adverse event resulted from the damaged j702 connector. The pt received a replacement electrode belt.

Event description:
(B)(6) male pt called zoll customer support to report that his electrode belt cable was damaged. The pt was issued a replacement electrode belt.